Event description:
Pack only contained 9 raytecs and it should have had 10.

Event description:
A patient sample was tested for hemoglobin (hgb) and platelets (plt) on the coulter ac-t diff 2 analyzer and results of 5.1g/dl and 121x10^3cells/ul were obtained, respectively. The results were not reported out of the lab. The original sample was re-tested and repeated results were normal: hgb - 13.1g/dl, plt - 271x10^3cells/ul. Based on the available information there was no affect to patient or user.

Event description:
The customer reported that the sensor belt is not alerting the alarm when the patient has gotten up. There was no patient injury reported.

Manufacturer narrative:
(B) (4)evaluation summary can be found in follow up number 6000001-2009-00908 001.

Manufacturer narrative:
(B) (4)during product evaluation, "channel b channel select key not working" was discovered by service personnel.

Event description:
A baxter service technician reported finding a colleague infusion pump with "channel b " channel select key not working?. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B) (4)the software (B) (4) and will be categorized as unremediated.

Manufacturer narrative:
(B) (4) (B) (4)

Event description:
It was reported that during a da vinci s myomectomy procedure, a small piece from the tip of the permanent cautery hook instrument broke off and fell into the pt. The broken piece was seen briefly, however, an attempt to locate and remove the fragment was unsuccessful. No pt complications, harm, adverse outcome or injury was reported.

Manufacturer narrative:
The device has not yet been received for evaluation for "channel b channel select key not working". Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
It was reported the device was replaced due to sensing difficulty and the rv lead sensing dropped continuously and drastically over a period of a few months. The rv lead and device were both replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4). A baxter service technician evaluated the pump. During evaluation, it was discovered that the pump head module (phm) keypad failed and it was due to the channel b channel select key not working. The phm keypad, channel b was replaced. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.